Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the stylet was unable to be removed from the left ventricular lead during implant procedure. The lead and stylet were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead was returned in two pieces. Analysis found that the connector pin and crimp sleeve were pulled from the connector assembly which is consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating and inner coil.